Manufacturer narrative:
Follow up MDR filed and attached. No other products from ci were returned. Related numbers (including this report) are as follows: 3025141-2025-00578, 3025141-2025-00579

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause has been established through acumed's health hazard evaluation process. Additional reporting on this event will be provided as a follow up report if additional information becomes available. There are 6 total reports for this event. All 6 related numbers (including this report) are as follows: 3025141-2025-00578, 3025141-2025-00580, 3025141-2025-00581, 3025141-2025-00582, 3025141-2025-00583

Event description:
It was reported that the surgeon was inserting the screws and the tip of the first 80-0728 broke. He continued with the surgery and the second 80-0728 available broke too. The surgery was finished using the 80-0758 driver from the frag-loc set. It was reported that there is a possible retention of a small/micro fragment of the drivers inside the patient. Delay in surgery was 10 minutes.